Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.5/1.5/072 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. In a subsequent surgery later that day, the lens was exchanged for a same size lens was implanted vertically. Reportedly, "vertical implantation." The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue in a microcentrifuge vial. Visual inspection found optic deformed and haptic bent/deformed to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).

Manufacturer narrative:
H6 - device code 1494: off-label use (under 21yrs of age at date of implant) should be added to the inital MDR. Claim #(B)(4).